Event description:
Procedure: urogynecological. According to the reporter: the patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received,bladder spasm and urgency, stress incontinence, nocturia, frequency, urgency, occasional urge incontinence, still difficult urination, still having obstructive symptoms, very tight urethral vesicular angle, probably secondary to excessive scarring during placement of the pubovaginal sling,underwent urethrolysis for urinary retention under laryngeal mask airway (lma).yes, as per the available medical records the patient had the following complications for which she underwent additional surgery. She complained of foul odor from the vaginal area, increased bleeding and spotting, leakage with few drops, vaginal bacterial infection and mixed incontinence. She underwent multiple in-office collagen injections on (B)(6) 2008. She also complained of possible urinary tract infection, tingling sensation at the end of urination, improvement with enablex, and urodynamics on (B)(6) 2008 revealed involuntary detrusor contractions with leakage of urine consistent with detrusor hyperactivity. And so she underwent the following additional implant surgery:underwent placement of a transobturator suburethral tape under general anesthesia. Vaginal discharge, spotting blood vaginally and minimal urgency, voiding without difficult. Reports urinary incontinence - cleared for surgery. Has urethral diverticulum. Underwent cystoscopy with calibration, repair of urethral diverticulum, and placement of suprapubic catheter - findings: intact bladder and wide necked urethral diverticulum at 6'o clock in the midurethra, degrading biologic-appearing graft material in periurethral tissue surrounding area of diverticulum. Pathology report shows benign soft tissue and degenerated squamous debris. No more vaginal bleeding and postoperatively the patient did well.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.